Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually and microscopically examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and kinked at the handshake connection. Functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and advanced through the device, but would not pass the stretched and kinked coil. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr was stuck on the wire. A rotawire and wireclip torquer was selected for use for a rotablation procedure. During the procedure, the physician had finished ablating the vessel with a 1.5mm rotaburr when it was decided to move to a 1.75mm rotaburr due to the diameter of the vessel. When attempting to remove the 1.5mm rotaburr from the rotawire, it was observed that the distal end of the wire had a defect and the burr was unable to be removed. After several attempts at removing the burr, the physician then removed the rotawire and the burr together. The procedure was completed with a new rotawire. There were no patient complications reported. The patient is stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck on the wire. A rotawire and wireclip torquer was selected for use for a rotablation procedure. During the procedure, the physician had finished ablating the vessel with a 1.5mm rotaburr when it was decided to move to a 1.75mm rotaburr due to the diameter of the vessel. When attempting to remove the 1.5mm rotaburr from the rotawire, it was observed that the distal end of the wire had a defect and the burr was unable to be removed. After several attempts at removing the burr, the physician then removed the rotawire and the burr together. The procedure was completed with a new rotawire. There were no patient complications reported. The patient is stable post procedure.